Event description:
It was reported that during a supply change the ilet user removed the infusion site from the applicator, and a representative guided the user through a site-only change that successfully completed the supply change for the infusion set and cartridge. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving an improper procedure related to the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.